Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to remove an overgrowth of tissue around the implant site. It was also reported that the patient experienced an infection around the implant site, which was successfully treated with topical antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.